Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that a piece of tampon pledget came out of her vaginal cavity when using the restroom. She had been experiencing foul vaginal odor and dark red, watery discharge for an unknown amount of time before the piece of pledget came out. Her symptoms have resolved and she did not seek medical attention.